Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Toothbrush was returned to church & dwight. Evaluation of the toothbrush revealed physical damage to the brush head caused by misuse of the product. This was not a malfunction.

Manufacturer narrative:
.